Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xt, a gripper actuation issue occurred. It was noted that the grippers were lowered to check the operation, but it was noticed that the grippers descent angle was asymmetric, with one side at 120 degrees and the other at about 90-100 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.